Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's pacer current was incorrect. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated. The device was put through extensive testing and the customer's report could not be duplicated. The device was recertified and returned to the customer. The device log identified several user warnings suggesting electrode pads coupling issues to the patient during the event. The electrode pads used at the time of the event were not available for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.